Event description:
Customer reported that on an unspecified date her adc freestyle libre sensor detached and because she did not have another sensor to insert or a meter to use she became hyperglycemic. She further reported she was sent via helicopter to a hospital where she received ¿CPR¿ and was hospitalized. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  A tripped trend review was performed for the reported complaint and there were not any product nonconformances identified.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her adc freestyle libre sensor detached and because she did not have another sensor to insert or a meter to use she became hyperglycemic. She further reported she was sent via helicopter to a hospital where she received ¿CPR¿ and was hospitalized. No additional information was provided. There was no report of death or permanent injury associated with this event.